Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode presented to the hospital after the physician reviewed device data in the remote monitoring system. An untreated episode showing oversensing of t-waves and what appeared to be myopotential artifact was stored. S-ecgs showed a decrease in r-wave amplitudes. An x-ray revealed the electrode was dislodged. The patient then went to a hospital near their home, where device therapy was programmed off until the electrode revision was performed. The field representative confirmed the electrode was repositioned successfully and remains implanted and in service. No additional adverse patient effects were reported.